Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received compromised force sensor system and multiple unexpected restart after changing battery, every time on insulin pump. The customer¿s blood glucose level was 156 mg/dl. The insulin pump will not be returned for analysis.